Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited reproducible noise on the rate/sense channel which precipitated pacing inhibition. It was not reported how many beats were inhibited, however, the patient's own rhythm took over. All lead diagnostics are normal.